Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2011, it was reported the pt was having communication issues with their device. On (B)(6) 2011, it was reported the pt was brought in to their health care provider for a pocket revision due to a large weight gain, causing the device to be deeper in the body. Therapy was restored and the pt recovered without sequela.